Manufacturer narrative:
The package insert states potential adverse effects are "bending, fracture, loosening or migration of the implant." Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Remains implanted.

Event description:
A doctor with the (B)(4) study reported a probable broken screw at c7. This was discovered when the patient came in for a follow-up appointment and had x-rays taken. No adverse events were reported. It is reported "the patient is not experiencing any additional pain and there is no plan right now to do a revision surgery because the patient is doing really well healing."